Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products (cont.) 5076-45 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that approximately five days post implant, the patient presented to the emergency department with their device beeping. It was noted that the right ventricular (rv) lead had high pacing and defibrillation impedance. The patient was taken back to the lab and it was determined that the set screw on the implantable cardioverter defibrillator (ICD) was loose. The set screw was tightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.